Event description:
It was reported that the patient received inappropriate therapy due to oversensing. The lead was eventually capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. (B)(4) ventricular nst (non-sustained tachycardia) <=210 ms on (B)(6) 2011 in the timeframe between 07:37:44 and 09:00:32. (B)(4) vf (ventricular fibrillation) <=210 ms average v-cycle between (B)(6) 2011 16:39:56 and (B)(6) 2011 05:09:02. Ventricular short interval count v-sic=2780.6 counts avg/day, in 1.38 days, between (B)(6) 2011 09:17:40 and (B)(6) 2011 18:28:55.